Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance of the device, the left amber light was illuminated while the base was operating on alternative current (a/c) power. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
A schottky diode will be replaced by the user facility's biomedical engineer. Investigation is in process, but not yet complete.